Manufacturer narrative:
A partial lead with connector pin was returned for analysis in one segment. The outer insulation and coil was measuring 6.9 cm and the inner insulation and coil was measuring 7.1 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient deceased. The cause of death was noted as renal failure and congestive heart failure. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.